Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that during priming, the perfusionist found a crack at the luer lock port on the arterial side of the oxygenator. (B)(4).